Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported that approx three months post-implant, the pt was admitted to the hosp with deteriorating condition and upper left quadrant pain. While at the hosp, it was noted that pump power consumption had slightly increased. An echocardiogram (echo) was performed which showed minimal offloading on the left ventricle (lv) despite increasing the pump speed. The aortic valve was reportedly opening; however, the pt was continuing to decompensate and the pt was taken to the operating room (or) for further evaluation and subsequently the hospital made a decision to exchange the lvad with another lvad. Upon explant, significant thrombus in the outflow graft extending nearly to the aortic anastomosis site was reportedly observed by the surgeon.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing on lvad support without any further issues. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed. The attached user facility report was received from the registry.